Event description:
The user received a questionable intact (B)(6) for one patient sample. All results are in miu/ml. The initial result from a lithium heparin tube was 10000 with a data flag. The sample was retested with a 1:100 dilution and the result was 10.00 with data flags. The user's laboratory information system modified the result to <1 which was reported outside the laboratory. The physician questioned the (B)(6) result because an ultrasound had been performed on the patient and they had found a heartbeat. On (B)(6) 2012, the user tested the same lithium heparin tube and a serum tube drawn at the same time as the lithium heparin tube. The initial results for both samples were 10000 with a data flag. The lithium heparin tube was repeated with a 1:100 dilution and the result was 45607 with a data flag which was reported outside the laboratory. The patient was not adversely affected. The (B)(6) reagent lot number was 16494803 with an expiration date of 01/31/2013. The user declined a service visit and believed there may have been a bubble in the sample that was no longer present when they checked the original sample on (B)(6) 2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The calibration and qc data are acceptable, no reagent issue was suspected. The customer refused a service visit, an instrument issue could not be evaluated further. It was noted the customer was not using the recommended sample rack adapters. No adverse events occurred.